Event description:
It was reported that the right ventricular lead exhibited a loss of capture in unipolar configuration. The lead was capped and replaced on (B)(6) 2014; the lead exhibited high thresholds in bipolar configuration.